Manufacturer narrative:
(B)(4). The reported field event of an extended helix was confirmed in the laboratory. The returned helix was extended out of specification.

Event description:
It was reported that extended helix was observed before using the lead in implant procedure. Lead was not used.